Event description:
It was reported when the device was used in a lobectomy procedure, the staple line came apart. The case was converted to a pneumonectomy. The patient had blood loss and received a blood transfusion.